Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a documented blood glucose of 46 mg/dl after late dinner timing and delayed or post-meal announcements that led to correction insulin delivery and subsequent insulin stacking. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient clinical impact with an estimated five hours outside the target range and no need for professional medical intervention. Investigation included customer interview, device use history review, and user education. Investigation of this case revealed use-related factors, specifically delayed meal announcements and use of meal announcements as corrections, which contributed to insulin stacking and the hypoglycemic event. It was concluded that the device functioned as designed and the event was related to user interaction, with education provided on proper meal announcing and adjustment of the sleep target to a higher setting.